Event description:
Boston scientific received information that a few days after the implantation, the patient experienced asystole and syncope due to loss of capture and on this right ventricular lead. No pacing was noted. The device pacing output was reprogrammed. The system was tested again and it was observed that the rv pacing thresholds measurement was good until loss of capture suddenly occurred. A lead problem was not suspected as the pacing threshold measurement with pacing system analyser (psa) was 1.1v. As the cause of the problem could not be determined, the device and the lead were explanted and replaced.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Manufacturer narrative:
The lead returned. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The inspection revealed severe explantation damages. Cuttings in the silicon sealing of the is-1 connector pin and deformations of the coils along the lead were observed. Further analysis revealed a stretched inner coil and a broken insulation at the distal area of the lead. Based on the character of these damages, it is reasonable to assume that the lead was subjected to strong pulling forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.